Manufacturer narrative:
The insulin pump was received with cracked end cap, reservoir tube lip, and minor scratched display window. The device had no button response due to lcd keypad connector unlocked.

Event description:
Customer reported he dropped the insulin pump and the case cracked. Customer stated that the device still turns on but the buttons are not responding. Customer has reverted to manual injections. Blood glucose value is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.